Event description:
Two pts were each recently implanted with a gelsoft vascular graft in a foreign country. The pts developed high fever and seroma formation. Both grafts were explanted. For the first pt, no implant date, explant date or graft details are known, but vascutek has been informed that it was a gelsoft graft. For the second pt, a gelsoft graft was implanted in 2007. The graft was explanted on approx a month later. It was later discovered that the graft was attached to another vascular prosthesis (impra carboflo device). This graft was returned to vascutek for analysis. The present condition of both pts is not known. Vascutek are requesting additional info. We have been told that batch details are not available for either graft.

Manufacturer narrative:
Report on explanted graft from second pt. The graft was not returned in formalin, therefore, it was not possible to carry out a histological analysis. On arrival at vascutek, the graft was photographed, cleaned and examined. The gelsoft graft was found to be attached to an impra carboflo graft. The level of tissue adherence upon the carboflo graft was suggested that it had been implanted for some time prior to the gelsoft graft. Scanning electron microscopic pictures were taken of the graft structure. There were no anomalies in the graft structure. From textile analysis and comparing it with textile specifications, the graft was determined to be an 8mm diameter graft. Review of batches and previous events. Vascutek has not been informed of the batch details for both pts and are therefore, unable to review the manufacturing and quality control records. In particular their sterilization records have not been able to be checked. The sterilisation process is a validated process. The devices are approved as being sterile when the biological indicators placed in every load have been incubated and shown to be negative, and when process parameters have been checked against acceptance criteria. There have been no other glesoft infecton events reported in the last 5 years. A total of 372,661 have been implanted since 1988. A total cases of seroma formation has been reported, giving an occurrence of 0.0016%. There have been some cases of infection/fever reported prior to 2002, giving an occurrence of 0.0013%. Conclusions; vascutek considers the rate of occurrence of both seroma and infection is much less than the values stated in the literature. We do not believe the cause of any infection is due to inadequate sterilisation. Vascutek has a validated sterilisation process and every sterile load is signed off for release having met the release criteria. There are no other gelsoft infection events reported in the last 5 years. Vascutek will respond to the surgeon concerned and provide details of our findings in our final report.